Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had emergency medical services dispatched for their high blood glucose. The customer¿s blood glucose level was 356 mg/dl, 311 mg/dl and over 300mg/dl. The customer reported having blurry vision. The customer treated with bolus and manually. The customer reported there had been recent changes to the pump programming with their health care professional. It was reported that the customer had delivery suspended, had date incorrect, and had a hard time maneuvering through the pump. The insulin pump will not be returned for analysis.